Event description:
It was reported that the transray plus 35cc balloon catheter was inserted using the standard procedure, but the balloon section did not expand properly after iab catheter insertion. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).